Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer was hospitalized due to diabetes ketoacidosis because set was kinked. The issue occurred most recently on (B)(6) 2018. The customer's blood glucose was unknown. The customer had issue with insulin pump and cannula was bent. The insulin pump will not be returned for analysis.